Event description:
Event description guidant received information that during the attempted implant of this single chamber pacing system, lead placement difficulty was encountered. Despite multiple positioning efforts, high impedance and the inability to capture the myocardium was observed in each location. The patient's blood pressure began to drop and the patient became unresponsive. A peripheral pulse could not be detected despite the electrocardiograms recording a normal rhythm. Resuscitation efforts were unsuccessful and the patient died.